Event description:
Healthcare professional reports that customer experienced high blood glucose. It was reported that customer was in the hospital due to an infection caused by a wound in customer's leg. Customer was treated with insulin pump, but blood glucose continued to elevate. Customer's blood glucose was 235 mg/dl. During troubleshooting, it was found that drive support cap appeared normal, customer was disconnected during rewind / prime sequence, customer did not find a leak, time and date were correct, basal rates were correct, insulin did exit tubing, customer was programming correctly, and no air found in tubing. Insulin pump failed high pressure test twice. Insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.